Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) austria, alleging that his onetouch verio iq meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 7:30am. The patient reported obtaining blood glucose readings of "134 mg/dl" with the subject meter and ¿40 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient informed the csr that he manages his diabetes with insulin (unknown type and dose). In response to the alleged issue, the patient reported taking his usual dose of insulin and a honey roll. The patient claimed that 10 minutes after the alleged issue began he developed ¿hypoglycemia¿ and experienced ¿convulsions, a short black out and was sweating". The patient reported being treated by his wife with glucose tablets who then contacted the emergency doctor for assistance. The patient claimed a blood glucose test was performed on the doctor's device on arrival and a result of ¿40 mg/dl¿ was obtained. No additional treatment was received. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptom suggestive of severe hypoglycemia after the alleged product issue began.